Event description:
Right knee swelling. Info was received in 2006 from a physician regarding a pt with med history of gonarthrosis. This pt received two synvisc injections in 2005 and on unk date experienced swelling in the right knee. The knee was was punctured and the aspirate was sent for microbiological testing. In 2006 an antigiogram was performed against staphylococcus epidermidis. The pt was taking concomitantly nsaids (diclofenac). The treatment with synrisc was permanently discontinued. The physician assessed the event as severe in nature and the causality as probable. At this time of this report the pt had recovered.